Manufacturer narrative:
(B)(4). No sample being returned for evaluation. IFU instructions adaquately establish the need to remove the product prior to wound closure. This event was the result of the user not following product IFU.

Event description:
It was reported that "I was informed by facility that a z-fold was retained in the patient by the provider after closure."